Manufacturer narrative:
The device evaluation was completed on 17-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the device. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and, physical damage observed which suggest that excessive force was applied. The magnetic sensor functionality test was performed, per bwi procedures. No magnetic sensor issues were observed. During the magnetic sensor functionality test, the device was displayed correctly. During the test, the device was deflected, and the device function within specifications a device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
This carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was received by the biosense webster failure analysis lab as a wrong product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a magnetic sensor error and a force issue. An investigation was performed to determine if there was an existing manufacturer reference number for this wrong product received. Multiple attempts had been made to obtain clarification for the wrong product received; however, no further information had been made available. Therefore, we have made the decision to create a related manufacturer reference number under (B)(4) for this device. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-jan-2022 the hemostatic valve was found dislodged inside of hub of the device. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was 17-jan-2021.